Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose levels have been high and when she pulled out the cannula she discovered that it was bent. The patient's blood glucose at the time of incident was 450 mg/dl, which she treated with a manual insulin injection. The customer changed her infusion set and then realized that the new cannula was bent as well. Troubleshooting was declined for the high blood glucose readings. No products were shipped or returned.